Event description:
Power PICC line placed and upon cxr for placement noted 1.3 cm metal fragment was noted in chest. Fragment not causing issues and risk to remove greater than leaving in place. FDA safety report ID # (B)(4).